Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, prior to replacement procedure, the subject pacemaker was programmed in unipolar configuration. During the procedure, pacing inhibition lasted for about a minute after the end of electrical cautery use. The device was then reprogrammed in voo mode and explanted. It should be returned for analysis.

Event description:
Reportedly, prior to replacement procedure, the subject pacemaker was programmed in unipolar configuration. During the procedure, pacing inhibition lasted for about a minute after the end of electrical cautery use. The device was then reprogrammed in voo mode and explanted. It should be returned for analysis.

Event description:
Reportedly, prior to replacement procedure, the subject pacemaker was programmed in unipolar configuration. During the procedure, pacing inhibition lasted for about a minute after the end of electrical cautery use. The device was then reprogrammed in voo mode and explanted. It should be returned for analysis.